Event description:
(B)(4). Initial notes: patient reporting for a cosmetic damage bg: 200 mg/dl. Subject ID: (B)(6) name: (B)(6) inquired what led up to the complaint. Customer response: she dropped it on monday 25th of january, there's a crack at the battery compartment bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has been dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Question - does the pump show any signs of physical damage? Response: battery compartment. 1. Type of damage is: cosmetic. 2. Damage occurred: drop. 3. Location of the damage is: battery compartment. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no was damage to pump caused by the customer and/or by normal wear and tear: no adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Customer's outcome pertaining to the complaint: patient's pump to get replaced by the institute of her clinical study additional notes: patient was advised to disconnect from the pump, discontinue using it and revert to back up plan. We will create a documentation so the institute will know that pump needs to get replaced

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.